Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) visited the event site and after speaking with the staff learned that the iabp ran for approximately 20 minutes and then shutdown. The iabp was turned back on but shutdown again. When the stm evaluated, the iabp himself both batteries were completed dead. The stm could not start the iabp on battery power. He plugged in the iabp and the batteries started charging. The stm was then able to check all error, fault and electrical fault codes in the diagnostic menu. He did not find any errors that were critical and would shut the iabp down. The stm then checked the iabp connections and ran it through a complete calibration and function test. The iabp passed all testing to factory specifications. The stm then put a test balloon and trainer on the iabp and ran it on each battery for an hour. The stm could not duplicate the alleged malfunction and the iabp was released back to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump alarmed helium depleted and powered down during use on a patient. There was no patient harm or adverse event reported.